Manufacturer narrative:
Clinical evaluation the complaint describes a late revision of a left cementless tha approximately 7 years and 7 months after primary implantation due to loosening of the femoral stem. The reported radiographic findings of proximal radiolucent lines, stress shielding at the greater trochanter, and femoral diaphyseal thickening are compatible with impaired long-term femoral fixation and altered load transfer. The most plausible clinical interpretation is late femoral stem loosening, likely aseptic based on the current documentation. The root cause cannot be definitively determined. Potential contributors include multifactorial loose of osseointegration, patient-related bone or loading factors, and biological remodeling. At present, there is no direct evidence confirming a manufacturing defect or intrinsic device malfunction. Batch review performed on 03 jun 2026 lot 174068: (B)(4) items manufactured and released on 15-nov-2017. Expiration date: 06-nov-2022. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available, no definitive root cause can be established. The event appears consistent with late femoral stem loosening, likely related to multifactorial clinical and biological factors affecting long-term fixation and load transfer. There is no indication that a manufacturing defect or intrinsic device malfunction caused or contributed to the reported event.

Event description:
Revision surgery due to stem loosening after about 7 years and 7 months from primary. Stem, head and liner revised.